Event description:
The customer reported an error message occurred when they started doing an anterior vitrectomy (due to posterior capsule tear). The customer switched to another system to complete the case. The customer declined to complete the questionnaire.

Manufacturer narrative:
The customer contacted the company technical services support rep. The customer stated an error message was observed at the start of an anterior vitrectomy. They turned the system off and switched out the system to complete the case. The following day the customer turned the system on and was able to use the footswitch in vitrectomy mode with no problems. They moved the footswitch cable around and still could not duplicate the error message. The customer operating the system was not familiar with the system. The customer stated she would have a staff member that knows the system troubleshoot. The customer did not request service. The root cause of the pt event cannot be determined in this investigation. This report mailed in to FDA on: 06/06/2008.